Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes could not draw sufficient quantity of blood. The following information was provided by the customer: insufficient negative pressure, the amount of blood collected cannot meet the requirements, and the blood collection should be replaced with a new tube, and this situation occurs in multiple departments at the same time.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were functionally evaluated for draw volume testing and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode low/no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.